Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b I-500-01093, serial/lot #: (B)(6) h3: a medtronic representative went to the site to test the equipment. Testing revealed no issues with o1 system. After reviewing logs, it was found that fluoro timer was pressed too long (approx) 5 mins. This disables 3d mode from taking place. The imaging system then passed the system checkout and was found to be fully functional. H6: b01, c19 and d14 apply to the system checkout. B17, c20 and d15 apply to the software concomitant product. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a procedure. It was reported that the site was unable to take a 3d spin, and it would not emit any radiation. They went from 2d back to 3d and this did not help. They also tried a foot pedal which did not help. The system ended up being rebooted, and this resolved the issue. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. 2022-nov-28 e1 (rep, for): no new information. 2022-nov-29 e2 (rep, for): additional information was received. It was reported that the procedure being performed at the time of the event was a posterior lumbar fusion.